Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 30x2.50mm, eccentric and de novo target lesion with a bend of greater than 45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noticed that the distal of the stent itself was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.